Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial tray component at the cement to implant interface. Cement manufacturer is competitor. Converted to stemmed fb tibia with conv. To a ps femur. Knee was stable and tracked well. 15 minutes surgical delay.